Manufacturer narrative:
Findings: pump passed the displacement, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 120 mg/dl. The customer stated the buttons stop working. The customer doesn't recall any significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was unable to troubleshoot for no delivery alarm due to button error.